Manufacturer narrative:
Patient demographics such as: age, date of birth, and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced a broken exhaust fan and performed a preventative maintenance (pm) service visit. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, although a specific hardware component could not be identified with the available information, a system malfunction is implicated as the cause of the event as upon recur, the failure mode observed in the failed system check of high rlu (relative light unit) recovery could result in erroneously high patient results in a sandwich assay such as access accutni+3. All mdrs associated with this report: 2122870-2015-00704, 2122870-2015-00705, 2122870-2015-00706. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for three (3) patients. This report addresses the change to treatment which occurred on (B)(6), 2015 for one patient (designated as patient 2). Mdr2122870-2015-00704 addresses the change to treatment which occurred on (B)(6), 2015 for another patient. Mdr2122870-2015-00706 addresses the change to treatment which occurred on (B)(6), 2015 for another patient. A sample from a second patient generated an elevated result on the access 2 immunoassay system. The sample was repeated twice throughout the day and lower results, within the assay's normal reference range, were obtained. The original elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result as the patient was admitted to the hospital. Quality control (qc) was performing within assay and instrument specification at the time of the event. System check was not performing within assay and instrument specifications at the time of the event. The patient's sample was collected in either a gold serum separator tube or a green plasma gel tube and was centrifuged for five (5) minutes at 3800 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.